Manufacturer narrative:
Concomitant medical products: product ID :d314trg, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that lead integrity alert (lia) trigered for right ventricular (rv) lead high impedance on the superior vena cava (svc) coil. It was also noted that the svc and rv coils had inconsistant measurements. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.